Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a yeast infection on the side under the te pad that is seeping, unsure if the blue gel was leaking as well. There was no alleged device malfunction contributing to the infection. There is no indication that the patient received medical intervention. Follow up indicated that the infection improved.